Event description:
Per the clinic, the patient reported non-auditory sensations located on the eye and a lack of auditory benefit with device use. The issue could not be resolved.the device was explanted (B)(6), 2012. There are no plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4), 2013.